Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. The patient experienced a cgm accuracy issue which occurred 4 days after sensor insertion into the arm. On 12/09/2024, the patient¿s cgm was reading 86 mg/dl, however, the patient was feeling hypoglycemic. He was having difficulty walking and fell to the ground. No injuries were reported due to the patient¿s fall. The patient¿s wife found him and his bg meter reading was 25 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s wife gave him a glucose tablet and called emergency medical service (ems). Ems arrived and treated the patient with a ¿glucose shot¿ and was transported to the emergency room (ER). At the ER, the patient was put on an unspecified continuous IV drip and was discharged home after 2 days. The patient had recovered by the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.